Event description:
A customer contacted beckman coulter inc., (bci) and reported that numerous glucose (glucm) patient results were noticed by the laboratory to be low after qc was running low on unicel dxc 800 pro synchron clinical systems. Reruns of original samples after glucm channel was re-calibrated gave acceptable results. The erroneous results were reported out of the laboratory but none were amended. Laboratory consulted with the physicians and they felt the difference in the reported results and reruns were not clinically significant. Patient treatment was not affected.

Manufacturer narrative:
Qc results were within established specifications after am calibration, then drifted low. Customer re-calibrated the glucose channel and reran qc. Qc was then within established specifications. A field service engineer (fse) was dispatched: no work was performed by the fse because the customer had decided to replace the glucose electrode by then and glucose channel was running within acceptable limits. Root cause appears to be the electrode.